Event description:
Adverse event(s): procedure canceled (surgical procedure, delayed). Product problem(s): system message displayed during setup (device displays error message). The or manager reported that a system message displayed during setup and prior to surgery. The patient had been medicated, but no incision had been made. The patient had to reschedule surgery for the following week. There was no harm to the patient. One additional case was canceled.

Manufacturer narrative:
The company service representative examined the system and replaced a sticky vent solenoid. He also performed a preventive maintenance (pm), with additional components replaced as part of the pm activity. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).